Manufacturer narrative:
Pc-(B)(4). Summary: the analysis results found that the device was returned with no damage in the external components. Fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 7 straps were found inside cannula shaft. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic bilateral inguinal hernia repair on (B)(6) 2018 and the absorbable straps were used. During the procedure, the straps did not adhere correctly to the tissue or mesh. Another like device was used to continue the procedure. There were no patient consequences reported.